Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the event involved an infusion of fluorouracil (990 mg in 1000 ml), intended to run at a rate of 41.7 ml/hour over 24 hours. At the end of the 24-hour infusion, 350 ml of the solution remained. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information, b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex e, f, a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion could not be confirmed based on the log review or replicated during the laboratory testing. The suspect pump modules were observed working as intended. The timed rate accuracy test was performed at the incident infusion rate of 41.7 ml/hr in accordance with the timed rate accuracy product analysis procedure (B)(4) (dir: (B)(4)). The pump module infused within specification, with an error result of -4.53% (measured rate of 39.81 ml/hr). No periods of unregulated flow were observed during testing. An additional one-hour duration rate accuracy testing at the incident infusion rate of 41.7 ml/h in accordance with the timed rate accuracy product analysis procedure, (B)(4) (dir: (B)(4)) resulted in the pump module (s/n (B)(6)) infusing within specification with an error result at -4.70 % (measured rate of 39.74 ml/h) during the testing. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performed testing for infusion pumps. Testing of the incident administration set could not be performed to determine if any issues existed with the primary set since the incident administration set was not returned for investigation a review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the customer¿s complaint. A review of the pcu event log showed no data for the reported event date on suspect pump module. The following log analysis was performed based on the last programmed infusion administrated by the suspect (s/n (B)(6)) on (B)(6) 2025, at 12:47 am a remote IV message was received with the following parameters: drug ID: 168 (suspected to be fluorouracil), infusion type: im intermittent primary, patient weight: 26 kg, patient bsa: 0.99 m2, drug amount: 990 mg, diluent volume: 1000 ml, duration in seconds: 86 400 s (24 h), rate: 41.6667 ml/h and a volume to be infused (vtbi): 1000 ml. Infusion started with a primary volume infused (pvi): 2017.61 ml. At 12:48 am pump alarmed occlusion on patient side (for twelve (12) seconds), then infusion was restarted and the option pump was selected for pressure limit. At 4:18 am infusion was paused for three (3) minutes and fifty (50) seconds, the infusion was restarted with a pvi of 2164.13 ml. At 8:03 am rate was updated by user to 45 ml/h. Infusion started with a pvi of 2317.77 ml. Between 11: 35 am and 11:39 am pump alarmed twice occlusion on fluid side. At 11:56 am infusion was restarted with a pvi of 2477.47 ml. At 12:16 pm vtbi was updated by user to 800 ml. Infusion started with a pvi of 2492.42 ml. At 1:31 pm pump alarmed occlusion on fluid side. At 3:13 pm the infusion was restarted, then paused and ultimately the unit was removed, capturing a final pvi of 2548.51 ml. The log review for the other reported pump module (s/n (B)(6)) was not included because the last programmed infusion does not correspond to the infusion parameters provided. Additionally, the last programmed infusion recorded in the module occurred on (B)(6) 2025. The log review for the other reported pump module (s/n (B)(6)) was not included because the last programmed infusion does not correspond to the infusion parameters provided. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the facility¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The administration set used at the time of the event was not returned for investigation; therebefore, it could not be tested. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported under infusion was not identified or confirmed through log analysis. Inspection and laboratory testing of the device found the pump modules infusing within specification. Note that this report lists imdrf annex a040502, g02017, c0601, d0302, d15, a1801, g04067, g04037, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the event involved an infusion of fluorouracil (990 mg in 1000 ml), intended to run at a rate of 41.7 ml/hour over 24 hours. At the end of the 24-hour infusion, 350 ml of the solution remained. Infusion set ref bd 2203-0007 was used. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: f27 - problem identified during non-clinical procedure. Additional information: imdrf annex f code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the event involved an infusion of fluorouracil (990 mg in 1000 ml), intended to run at a rate of 41.7 ml/hour over 24 hours. At the end of the 24-hour infusion, 350 ml of the solution remained. Infusion set ref bd 2203-0007 was used. There was patient involvement, but no harm.